Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a force issue occurred. It was reported that during an afib case, the catheter displayed only ¿na¿ as the force when radiofrequency was turned on. The catheter was changed to another one to resolve the issue. The case was completed without harm to the patient. Upon request additional information was received on the event. The issue occurred during ablation. During the mapping phase the catheter showed no issues. The catheter was not in close proximity to another catheter. During troubleshooting all other catheters were removed from the left atrium and the ¿na¿ still appeared immediately when radiofrequency was applied. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit and zeroed multiple times during troubleshooting. This event was originally assessed as not reportable since this issue is highly detectable and the potential risk that it could cause or contribute to a serious injury or death is remote. Upon receipt of the catheter, on (B)(6) 2015, the biosense webster failure analysis lab discovered a cut approximately 0.2mm on the pebax and dark reddish material under the pebax. Additional information was received regarding the returned catheter condition. There was no issue in withdrawing the catheter from the patient. There was no patient consequence. This condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. An 8.5f slo sheath was used during the procedure. The damage to the pebax is indicative of a reportable event as the integrity has been compromised.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a force issue occurred. The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve (pebax) had a cut letting dark reddish material inside. The cut was indicative of a reportable finding. This condition was not originally reported by the customer. Further information received stated that physical damage of the catheter was not noticed by the costumer. A scanning electron microscope (sem) was carried out and it was found that pebax presented evidence of abrasion marks. Pebax also presented evidence of a pin hole. These conditions found on the device could be related to the filtration of blood inside of the pebax. This type of pebax damage is further investigated under an internal investigation. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Manufacturer's ref. No: (B)(4). This event was originally considered non-reportable; however, bwi became aware of the returned catheter condition on (B)(6) 2015 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2015 because that is when the damage was discovered.